Manufacturer narrative:
Discordant negative antibody screening reactions for 2 patients (patients 1 and 7) having anti-c(rh4)+wra(di3) and m(mns1) antibodies during validation testing. The overall antibody screening was not negative. The discordant negative reaction obtained by the customer for patient 1 could not be confirmed. Discordant negative antibody screening results for 2 patients (patients 2 and 4) having anti-lea(le1)+leb(le2) and m(mns1) antibodies during validation testing. The most probable root-cause is sample-related, patient¿s antibodies being weak and at or around the detection limit of the reagents. No general product failure is identified. No biased result was reported to a physician. The patients were not harmed.

Event description:
A customer complained after obtaining what was described as discordant negative antibody screening reactions or results for four patient samples using the ortho biovue system in conjunction with an ortho vision biovue analyzer during its validation phase. Date of event: (B)(6) 2017. Complainant/complaint reporter: mrs (B)(6) ¿ analyst workgroup blood transfusion. Reported on (B)(6) 2017 by mrs (B)(6). Reagents: (zero) 0.8% surgiscreen lot 8ss343 expiry date 05 september 2017. Ortho biovue system poly cassette lot ahc040f expiry date 09 january 2018. Patients information: known to have antibodies. Patient 1:- anti-c(rh4) and possibly anti-wra(di3). Patient 3: anti-lea(le1) and possibly anti-leb(le2). Patient 4: anti-m(mns1). Patient 7: anti-m(mns1). The customer reported that on (B)(6) 2017, they had tested a sample from patient 1 for antibody screening in iat using 0.8% surgiscreen lot 8ss343 and ortho biovue system poly cassette lot ahc040f in conjunction with their ortho autovue innova analyzer and that they had obtained a weak positive (0.5+) reaction with cell 1 and positive reactions (3+ reaction strength) with cells 2 and 3 of the red cell reagent. The customer reported that on the same day, they had re-tested this sample from patient 1 for antibody screening in iat using the same reagents in conjunction with their ortho vision biovue analyzer and that they had obtained a negative reaction with cell 1 and positive reactions (3+ reaction strength) with cells 2 and 3 of the red cell reagent. The customer reported that patient 1 had an anti-c(rh4) antibody and possibly an anti-wra(di3) antibody. No further detail was provided. The customer reported that on the same day, they had tested a sample from patient 3 for antibody screening in iat using the same reagents in conjunction with their ortho autovue innova analyzer and that they had obtained negative reactions with cells 1 and 3 and weak positive (0.5+) reaction with cell 2 of the red cell reagent. The customer reported that on the same day, they had re-tested this sample from patient 3 for antibody screening in iat using the same reagents in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that patient 3 had an anti-lea(le1) antibody and possibly an anti-leb(le2) antibody. No further detail was provided. The customer reported that on the same day, they had tested a sample from patient 4 for antibody screening in iat using the same reagents in conjunction with their ortho autovue innova analyzer and that they had obtained weak positive (0.5+) reaction with cells 1 and 2 and a negative reaction with cell 3 of the red cell reagent. The customer reported that on the same day, they had re-tested this sample from patient 4 for antibody screening in iat using the same reagents in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that patient 4 had an anti-m(mns1) antibody. No further detail was provided. The customer reported that on the same day, they had tested a sample from patient 7 for antibody screening in iat using the same reagents in conjunction with their ortho autovue innova analyzer and that they had obtained weak positive reactions (0.5-1+ reaction strength) with cells 1 and 2 and a negative reaction with cell 3 of the red cell reagent. The customer reported that on the same day, they had re-tested this sample from patient 7 for antibody screening in iat using the same reagents in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with cells 1 and 3 and an indeterminate (?) Reaction with cell 2 of the red cell reagent. The customer reported that patient 2 had an anti-m(mns1) antibody. No further detail was provided. The customer reported that no biased result had been reported to a physician and that the patients concerned had not been harmed as a result of the reported events.